Event description:
Patient reporting discrepant inratio values. Prior to (B)(6) 2015 patient self tester received an inratio value of 2.2. He did not have the exact date of the reading. On (B)(6) 2015 inratio 6.4 repeat inratio 6.0 time between tests was minutes. On (B)(6) 2015 lab 3.8 (9a.m.); inratio 5.8 (7 p.m.) Ten hours between tests. Patient did not take his coumadin medication on (B)(6) 2015. Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.